Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that a speedband superview super 7 device was used in a procedure performed on (B)(6), 2014. According to the complainant, during the procedure, two ligation bands were deployed; however, these bands fell off the varix. The procedure was completed with another speedband device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as ¿no damage to patient.¿ despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a speedband superview super 7 device was used in a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two ligation bands were deployed; however, these bands fell off the varix. The procedure was completed with another speedband device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as ¿no damage to patient.¿ additional information received on 16oct2014: the speedband superview super 7 device was used during a varices banding in the esophagus. No patient complications were reported and the patient was stable following the procedure.